Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data found occlusion alarm. The pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force sensor calibration reading was within specifications. Pump casing was opened and no anomalies were found with the force sensor assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. Reportedly, the patient received occlusion with one set of supply. Review of infusion set and cartridge use techniques indicated that instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.